Event description:
Reporter stated customer received a result of 96 mg/dl on her aviva combo system at 2:00 pm and she ate a cookie. Approximately 30 minutes later, she received a result of 80 mg/dl. Customer had "severe" symptoms of hypoglycemia. Her boyfriend or husband "had to assist her" and treated her with juice. Not enough information to deterrmine whether he was her husband or boyfriend. At 3:20pm she received a result of 120 mg/dl. The customer's blood sugar returned to normal level and it was not necessary to seek further treatment. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).